Event description:
It was reported that a cartridge alarm occurred during basal delivery and load sequence. Customer's blood glucose was within range (value not provided). Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.